Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Analysis was performed by bench repair personnel where it was identified the speaker did not product audible sound. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the device was returned to the customer.